Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (B)(6) 2011, the pt contacted animas alleging that the pump self-rebooted two times. The pt claimed that battery cap was intact. She denied that the yellow o-ring was visible or that there were any cracks near the battery compartment. She also denied that the interior threads of the battery compartment were stripped. The animas rep involved in this contact advised the pt to use a backup plan for insulin delivery. Based on the info provided; this complaint is being reported due to the allegation that the pump self-rebooted. There is no evidence, however, that the alleged issue contributed to a serious injury. The pt did not allege any harm or injury because of the reported issue.